Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that the test strips are sticking together. Customer stated that if he touches the test strips, he feels the stickiness on his fingers, that he feels a residue or moisture on them. Customer stated he purchased 3 vials of the same lot number of test strips 4 days ago. Customer stated that the test strip vials were sealed when purchased. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/20/2025. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 16-apr-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.